Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (infection, ischemic stroke, and patient expiration) could not be conclusively determined through this investigation. The evaluation of the log file data provided by the account confirmed, a low speed hazard alarm. The submitted log file contained data spanning from (B)(6) 2020 at 18:21:08 to (B)(6) 2020 at 13:48:13, per the timestamp. A low speed hazard alarm was observed on (B)(6) 2020 at 11:11:37, which was associated with the pump speed decreasing to 120rpm. This event was immediately preceded by a motor stop command being received on the system monitor. Following this event, the pump speed appeared to have ramped up to the fixed speed without issue. And the pump operated above the low speed limit for the remainder of the log file. No other notable ventricular assist device related alarms were captured in the log file. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. Heartmate ii left ventricular assist system instructions for use is currently available. Section 1: of this document lists infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 4: of this document explains, how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button, while the pump stop countdown counts down from 10 to 1. Then a stopping pump message will be displayed. This section further states, that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released, before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6: outlines the recommended anticoagulation therapy and international normalized ratio range. Section 7: outlines all system controller alarms as well as how to respond to each alarm condition. Instructions regarding preventing infection are outlined in various sections of this document. Heartmate ii lvas patient handbook is also currently available. Section 5: outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Previous gastrointestinal bleeding reported in MFR. Report # 2916596-2020-02196 and MFR. Report # 2916596-2017-00629 no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a low speed operation and low flow on (B)(6) 2020 at 11:15. A review of the log file noted the pump stop on (B)(6) 2020 at 11:11 due to the pump stop button being pressed on the system monitor. The pump resumed operation after 3 seconds. Multiple pulsatility index (pi) events were noted on (B)(6) 2020. Some odd voltages and low voltage hazard events were seen while using both the power module and battery power and it was recommended the patient receive a new patient cable. It was later reported that the patient expired on (B)(6) 2020. The patient's cause of death was ischemic stroke with a midline shift. The patient was discharged from the hospital on (B)(6) 2020 after transferring care from another medical center (implanting center) on (B)(6) 2020. The patient was admitted from his initial visit with worsening mid-sternal wound infection. The patient was off all anticoagulation medication due to severe gastrointestinal bleeding at the implanting center. The patient was admitted on (B)(6) 2020. The device operated as expected. The device will not be returned. The patient had severe lethargy and altered mental status. No equipment was replaced.